Event description:
It was reported bone loss and inflammation.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. UDI not available. Email address unknown / not provided. PMA/510(k) number: k011245. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformance's affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report . B5: describe event or problem. D1: brand name updated changed to unknown. D2: type of the device. D4: additional device information was updated to unknown . G3: date received by manufacturer . G6: type of report. H1: type of reportable event . H2: follow up type . H4: device manufacturer date was changed to unknown. H10: additional narrative.

Event description:
No further event information is available at the time of this report.